Event description:
It was reported that the customer's blood glucose was at 568 mg/dl. The customer's blood glucose reportedly dropped to 469 mg/dl very quickly. He drank a glass of milk and his blood glucose went down to 505 mg/dl. Customer checked again and it was 502 mg/dl and he put with two units of insulin in. Customer stated he would call his doctor to ask if he needed to treat. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4) site, per variance 5.